Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and was hospitalized. The customer had symptoms such as diabetic ketoacidosis and treated with manual injections. Customer's blood glucose value was over 1000 mg/dl when admitted. Customer reported that the high blood glucose levels began on (B)(6)2017. Customer has lost the insulin pump and could not troubleshoot for the insulin pump. The product will not be returned for analysis.